Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary background: (B)(6)2019: modified event description:it was reported that on (B)(6) 2019, the patient underwent a trochanteric femoral nail procedure, the locking mechanism that rotationally locks the helical blade or lag screw fell down into the nail during the operation before it was supposed to. The following are the devices used during the insertion of the helical blade: unknown helical blade insertion handle, unknown connecting screw, aiming arm, outer sleeve through the aiming arm. While inserting the helical blade, the blade got stuck halfway between fully inserted and coming out, and unable to extract the helical blade or advance it forward because it¿s a little too in the locking mechanism broke off and got ledge in between the helical blade and the nail itself in the middle. There was a backup device used, the nail and helical blade were removed and a new nail and blade were used. There was a difficulty in the removal. The doctor attempted to use standard tfn extraction instrumentation but was unsuccessful as the helical blade was not able to be removed independently from the nail. Eventually, he extracted both the nail and blade out together. The following are the devices used in the case but are unable to disassemble them: aiming arm, blade guide sleeve and buttress/compression nut. They did not cause any patient harm and were not returned to use. There were no fragments generated from the broken device. There was a surgical delay of thirty minutes. The procedure was completed by taking out the nail with the helical blade still stuck halfway through the eyelet in the nail then another nail was implanted. Patient status is stable. Concomitant device reported: unknown insertion instrument (part# unknown, lot# unknown, quantity# unknown), unknown connecting screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves five (5) devices. Investigation flow: device interaction. Visual inspection: the 130 deg aiming arm f/trochanteric fixation nails was received at us cq. Upon visual inspection at cq, it is observed that the device shows normal wear without any physical damage consistent with the usage of the device. Functional inspection: functional inspection was performed at cq. The device was able to assemble and disassemble with blade guide sleeve without any issues. Thus, the complaint cannot be confirmed. Documentation/ specification review: the following drawing(s) was reviewed; aiming arm cap, tfn aiming arm: 357_365_3 rev. C. Aiming arm 130 degree, tfn: 357_366 rev. C and rev. E. 130 degree aiming arm body tfn: 357_366_1 rev. H. No design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint cannot be confirmed as the device was able to assemble and disassemble with blade guide sleeve without any issues. A definitive root cause could not be determined why the customer experienced the reported problem. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot. Part: 357.366. Lot: 3392798. Manufacturing site: hägendorf. Release to warehouse date: (B)(6)2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a trochanteric femoral nail procedure, the locking mechanism that rotationally locks the helical blade or lag screw fell down into the nail during the operation before it was supposed to. The following are the devices used during the insertion of the helical blade: unknown helical blade insertion handle, unknown connecting screw, aiming arm, outer sleeve through the aiming arm. While inserting the helical blade, the blade got stuck halfway between fully inserted and coming out, and unable to extract the helical blade or advance it forward because it¿s a little too in the locking mechanism broke off and got ledge in between the helical blade and the nail itself in the middle. There was a backup device used, the nail and helical blade were removed and a new nail and blade were used. There was a difficulty in the removal. The doctor attempted to use standard tfn extraction instrumentation but was unsuccessful as the helical blade was not able to be removed independently from the nail. Eventually, he extracted both the nail and blade out together. The following are the devices used in the case but are unable to disassemble them: aiming arm, blade guide sleeve and buttress / compression nut. They did not cause any patient harm and were not returned to use. There were no fragments generated from the broken device. There was a surgical delay of thirty minutes. The procedure was completed by taking out the nail with the helical blade still stuck halfway through the eyelet in the nail then another nail was implanted. Patient status is stable. Concomitant device reported: unknown insertion instrument (part # unknown, lot # unknown, quantity # unknown), unknown connecting screw (part # unknown, lot # unknown, quantity # unknown). This is report 3 of 5 for (B)(4).